Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the up and down arrow buttons. No number ramping anomaly was noted on the display.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The numbers were scrolling up and down on their own. The customer's blood glucose was 266 mg/dl. Nothing further was reported.